Event description:
It was reported that an unknown absorb scaffold and a xience stent were implanted. Thrombosis was observed post procedure. No additional information was provided.

Event description:
Subsequent information reported that the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned because the stent remains in the patient anatomy. The reported patient effects of death and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.